Manufacturer narrative:
It was reported that following insertion the patient experienced urinary problems, bowel problems and vaginal scarring. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent hysterectomy, uterosacral vaginal vault suspension, rectocele and cystocele repair and cystoscopy due to cystocele, rectocele, vaginal vault prolapse, and stress urinary incontinence. It was reported that patient had urologic surgery on (B)(6) 2006. It was also reported that patient had gynecologic surgery on (B)(6) 2006 (tvh, anterior and posterior colporrhaphy, sacrospinous ligament fixation, fascia graft on posterior repair and transobturator tape).

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006, and aris and tutoplast fascia lata and mesh were implanted. It was also reported that on an undisclosed date, mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.